Manufacturer narrative:
The system was examined and the reported event was replicated. The host was subsequently replaced to resolve the issue and was returned for evaluation. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The host was received for evaluation. A visual assessment of the returned sample revealed no obvious non-conformity. The reported event was not replicated. The root cause of the reported event can be attributed to internal ¿ component wear. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic surgical console presented white blank on screen during surgery (system locked up). Procedure details was no provided. Surgery was completed after using a back-up device. Additional information has bee requested.